Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her blood glucose ( bg) has been in 500 mg/dl range for 3-5 days and the keypad has been sticking on occasion over the last couple of months, mainly the up and down arrow. The patient has gotten pump wet in the past. Customer technical support (cts) reviewed pump and advised patient that pump is delivering as set to deliver; advised that pump records in the history every time a button is pressed, and there were no boluses given today by pump. Follow-up information states that boluses given on (B)(6) 2013 were air boluses and the has been on alternate for of insulin delivery since (B)(6) 2013. This complaint is being reported based on the allegation that the patient has experienced hyperglycemia related to an alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/21/2013- device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was found to be intermittently unresponsive and required excessive force to activate; all other buttons responded appropriately. During investigation, evidence of contamination was found under the down arrow key contact. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.